Manufacturer narrative:
This report is submitted on november 04, 2022.

Event description:
Per the clinic, the patient developed a contact allergy and an infection secondary to eczema behind the pinna. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with oral and topical antibiotics (specific date and duration not reported). This report is submitted on november 23, 2022.